Event description:
Event was reported to caldera medical by an attorney. The patient has suffered severe pelvic pain, infection, pain during sexual intercourse, painful urination, constipation, trouble with bladder, and pain in pelvic area. No further information has been provided.